Event description:
Per the clinic, the patient experienced an infection at the implant site. Treatment for the infection is unknown. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on sep 7, 2023.